Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 500 mg/dl, 305 mg/dl, 211 mg/dl. Tests were done within < 10 minutes with a difference of 50%. Patient did not experience any adverse events. No further information has been reported.